Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, multiple leaks were found. The probe unit was peeled off and the light guide cover glue was found peeling. Multiple broken elements were found in the ultrasound image. The switch button contained a cut, and the elevator plug was found loose. The probe insulation¿s rubber was peeled off. No other issues were found during the device inspection. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported a minor leak coming from the damaged distal tip of a gastrovideoscope. There was no patient involvement or injuries reported. No additional information has been obtained.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon likely occurred due to external forces such as rubbing or crushing caused by handling of users. Based on the review of the instructions for use, it is confirmed the phenomenon could be prevented based on the verbiage identified. "Warning - do not strike, hit, or drop the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient". Per the legal manufacturer, the other issues identified in the initial report (broken elements of ultrasound image, cut on switch button, loose elevator plug and insulation rubber peeling) have no potential to cause or contribute to death or serious injury if they were to recur.